Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness. The patient reported she thinks she may be allergic to the garments. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient consulted with a doctor and the irritation improved with the use of cortisone cream.